Event description:
It was reported that the right ventricular lead had high impedance, noise noted on the electrograms, and a fracture was confirmed. The lead was capped and replaced. The left ventricular lead was also noted to be dislodged. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found high thresholds on the left ventricular lead. The left ventricular capture management trend data show threshold measurement variable since initial week of implant. Threshold measurements varied from 0.375 volts (v) up to greater than 6 v. Last successful threshold measurement on (B)(6) 2015 was 5 v at 0.4 ms. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. 5076-52 lead, implanted: (B)(6) 2008. (B)(4).